Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been more than 6 years since the subject device was manufactured. Based on the results of the investigation, a physical evaluation could not be performed as the device was not returned. Therefore, a definitive root cause could not be determined. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
This MDR is being submitted as part of a retrospective review and remediation effort based on enhancements made to the company¿s MDR and complaint handling processes. Capas have been opened to manage the actions that are being taken to remediate this issue and ensure any required MDR reporting is completed. The subject device is expected to be returned to olympus for further evaluation and testing. The investigation is in process. Once the investigation has been completed, a supplemental report will be submitted with device evaluation results.

Event description:
The customer reported that there was no image and the white balance was not working (an e311 error occurred). The reported issue was observed while preparing the subject device, prior to an unspecified procedure. There was no report of patient or user injury due to the event. This report is being submitted for the reportable malfunction of no image.